Event description:
It was reported that the ventilator displayed high pressure or a blocked filter while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated and tested by our field service engineer. No fault was found and no parts were exchanged from the ventilator unit. The device logs were downloaded and sent in for evaluation. Evaluation of the device logs shows that the pre-use check prior to the event was successful, no technical errors was generated during the event. The device logs confirm frequent alarms for high continuous pressure, high pressure, check tubing, and high peep (positive end expiratory pressure). These alarms indicate an increased expiratory resistance in the breathing circuit. This will lead the patient too not breath out fully before initiation of the next inspiration phase. The ventilator alarms show that the ventilator functioned normally, and generated appropriate alarms to alert the operator. Our conclusion is that there was no ventilator malfunction at the time of the event. The cause of the increased expiratory resistance in the breathing circuit that caused the ventilator to trigger the reported alarms, was due to the blocked filter that was confirmed by the hospital biomed.

Event description:
(B)(4).